Event description:
It was reported that during a transcatheter aortic valve procedure, the 29 millimeter (mm) valve was deployed and recaptured 3 times. After the the third recapture, the valve was withdrawn from the patient. A new 34 mm valve, delivery catheter system (dcs), and compression loading system (cls) were then utilized to complete the procedure. Following deployment of the 34 mm valve, the valve dislodged ventricular. Subsequently, severe paravalvular leak (pvl) occurred. A 26 millimeter (mm) non-medtronic transcatheter valve was implanted valve-in-valve. A post-operative echocardiogram was performed that revealed moderate pvl; however, the patient was reported to be doing well. It was noted that the patient had leaflet calcification and a left ventricular assist device (lvad) that contributed to this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the left ventricular assist device (lvad) was a non-medtronic device. No pre-implant balloon dilation or post-implant balloon dilation was performed. The deployment starting point was mid pigtail catheter. Prior to dislodgement, the valve was implanted at a depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc).

Manufacturer narrative:
Continuation of d10: product ID gwbc-30; product lot/serial number: unknown; product type: guidewire; implant date n/a; explant date n/a updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.